Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd integra¿ syringe with detachable needles experienced a premature needle retraction and leakage. The following information was provided by the initial reporter: material no: 305270; batch no: 8324872. We received a report regarding bd integra syringe 3ml 25g 1inch, to which our pharmacy 8253-us discovered the product to having been received with, ¿snapped seal upon needle depression and leaked vaccine product instead of injecting into right deltoid.¿ the product is held under quarantine, per our standard operating procedure.

Event description:
It was reported that 6 bd integra¿ syringe with detachable needles experienced a premature needle retraction and leakage. The following information was provided by the initial reporter: material no: 305270 batch no: 8324872 we received a report regarding bd integra syringe 3ml 25g 1inch, to which our pharmacy 8253-us discovered the product to having been received with ¿snapped seal upon needle depression and leaked vaccine product instead of injecting into right deltoid.¿ the product is held under quarantine per our standard operating procedure.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6)2020. H6: investigation summary one opened and six sealed packaged integra syringes were received, confirmed to be from batch #8324872 (p/b 305270). The samples were visually evaluated. No visual defects were observed in the returned samples. All seven syringes were tested for retraction activation force and visually inspected for proper activation. The results indicate all the samples were acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.